Event description:
Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. She was then instructed to insert the reservoir into the insulin pump and run manual prime; device alarmed no delivery. Blood glucose value is 315 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case on the display window corners, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.